Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
A (B)(6) female pt with hypertension, stomach ache, and abdominal aortic aneurysm had a endovascular abdominal aortic aneurysm repair procedure on (B)(6) 2014. The proximal end of main body stent shifted down and got inner leakage after implanted main body and two leg in one side, while attempting to implant the other side leg for the pt. The physician decided to stop implant on other side leg and stopped the procedure immediately. Pt has left hospital by now and refuses to do any additional procedure at this hospital. No additional information has been provided by the reporter.